Event description:
It was reported that the pwd had experienced three cleo infusion set failures related to the device not staying on the body. Cds indicated that application technique had been reviewed and requested outreach to provide additional support and replacement products as needed. An outbound call was placed to the pwd to discuss the concern and obtain the cleo infusion set lot numbers. There was no answer, and the pwd¿s voicemail box was full, preventing a message from being left. Replacement infusion sets will be sent. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.